Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a new bag of fentanyl was hung at 2100 at a rate of 20ml/hr; however, it was empty at 0024 (3 hours and 24 minutes later). There was no patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2016. The reported event of an over infusion of fentanyl could not be confirmed. The date of the event was reported on (B)(6) 2016 at 00:25:00 hrs. The pcu event logs provided contained data from (B)(6) 2016 until (B)(6) 2016 and did not contain data for the reported incident date; therefore, an event log review could not be performed. The root cause of the reported over infusion could not be determined

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Devices not received, log review only.